Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficult removal, with chordal rupture and gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a bi-leaflet prolapse. Imaging difficulty was noted, related to the imaging equipment. The imaging equipment was changed, and the imaging difficulty improved. The xtw cds was advanced to the mitral valve and grasp attempts were made. Difficulty was noted grasping the leaflets, and the clip caught on the anterior leaflet. Standard troubleshooting maneuvers were performed and the clip was able to be released from the anterior leaflet. It was noted that there was a small chordal rupture. The clip was inverted and pulled back to the left atrium, where it was noted that the tactile gripper would not drop. Standard troubleshooting maneuvers were performed; however, the gripper would not raise. The cds was removed from the anatomy without adverse patient effect. Two additional xtw clips were implanted without issue, and the mr was reduced from grade 4+ to grade 1-2+. No additional information regarding this issue was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, and the positioning failure associated with leaflet grasping resulting in difficult to remove from the anatomy appears to be related to patient conditions (bi-leaflet prolapse). However, a cause for the reported single gripper actuation issue cannot be determined. The image resolution poor appears to be related to procedural conditions as imaging was reported to be difficult. The reported unspecified tissue injury appears to be related to the procedural circumstances associated with difficulty removing the clip from the anatomy. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.